Event description:
Additional information received noted the right atrial lead was oversensing. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of inappropriate mode switching and right atrial (ra) lead noise. The patient presented for a generator upgrade procedure. During the procedure, an insulation breach was seen on the ra lead. The lead was capped and replaced on (B)(6) 2020. The patient was asymptomatic and tolerated the procedure well.